Event description:
It was reported that balloon rupture occurred. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the third inflation, the balloon ruptured. The device was removed without any problem, and a pinhole was noted around the central area. The procedure was completed with another of same device. There were no patient complications nor injuries, and the patient condition was good post-procedure.